Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging of dizziness, headache, hypersensitivity, nausea, vomiting, asthma, liver disease /toxicity and other side patient have respiratory issues, vertigo and low blood pressure. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. . A follow-up report will be submitted when the manufacturer's investigation is complete.